Manufacturer narrative:
Corrected data in field: d4. The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The returned device was visually inspected, and clasp was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. Should the device be returned an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite adjust appliance broke. Reportedly the buttons keep breaking and the tray is damaged. No injury was reported.